Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4. Catalog and serial corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with pre-operative placement, with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the bedside registered nurse reported that the patient experienced a sustained episode of ventricular tachycardia (vt). The patient was asymptomatic, awake, alert, and talking, with no complaints of chest pain or shortness of breath. Medications were adjusted: dobutamine was stopped, an amiodarone bolus and infusion were started, and levophed was also initiated. The patient spontaneously converted to normal sinus rhythm (nsr) without further vt episodes. The patient was awaiting coronary artery bypass grafting (CABG). Other contributing factors included multivessel disease and heart failure. The patient remained on impella support. The tachycardia may be related to the patient¿s underlying cardiomyopathy, multivessel coronary artery disease, and heart failure.

Event description:
It was reported that the patient survived.

Manufacturer narrative:
B5: added new information regarding patient outcome. D6b: added explant date.